Manufacturer narrative:
The returned pacemaker was analyzed and the elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that the current battery consumption was normal, not premature depletion, and the doctor explained to the patient. Upon analysis, it was determined that the expected device power consumption has been increasing as the atrial fibrillation (af) burden has been on a rise. Device programming impacted the battery consumption. This device has been explanted for prophylactic reasons without evidence of device malfunction and has been returned for analysis. No adverse patient effects were reported.